Manufacturer narrative:
Sections a2, a3a, a4, d9, h3, h4, h6 (investigation codes) were updated. The reported complaint that the autopulse platform would retract the lifeband slightly, but the lifeband would not tighten around the patient's chest was confirmed in the archive data but not confirmed during functional testing. The customer stated that the crew did not note any error codes on the platform's display screen; however, the platform's archive showed that the autopulse platform displayed multiple user advisory 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) during active operation around the customer's reported event date. During testing at zoll, no malfunction was found, and the autopulse platform functioned as intended. The probable root cause of the ua07 advisory message might have been related to the patient not being oriented on the autopulse platform correctly or the patient being shifted during the initial take-up. The probable root cause of the ua02 advisory message might be related to the size of the patient being too small or light in weight or possibly the lifeband was opened during the first initial compression. Based on the platform's archive data, the ua07 advisory message occurred multiple times upon powering up the autopulse platform. The load sensing system detected a weight/load imbalance between the two load cells. Further review of the archive data revealed that the ua02 advisory message occurred several times on the first compression. When the platform's driveshaft rotated and shortened/tightened the lifeband (compresses the chest), the load sensors did not detect the expected increase in load/ weight. The ua07 and ua02 advisory messages were not replicated during functional tests. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, and the customer's reported complaint could not be replicated. The load cell characterization test results confirmed that both load cell modules functioned within the specifications. The platform was further tested using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Following service, the autopulse platform passed all testing criteria.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was suicide and was not witnessed. The duration of the cardiac arrest prior to the initial manual CPR, performed by department of corrections officers, is unknown. Despite multiple attempts, the lifeband would not tighten around the patient's chest. Per the customer, the autopulse platform would retract the lifeband slightly for about one inch. The customer stated the staff were preoccupied with resuscitation efforts and thus, they did not note any error codes on the platform's display screen. Manual CPR was continued for 15 minutes until emts arrived and used a lucas device to transport the patient to the hospital. In total, 37 minutes of CPR were performed, including the use of the lucas machine. However, the patient was later pronounced dead by internal medicine (im) at the hospital. As per the customer, the patient's death was likely not related to the autopulse system. The customer could not test the autopulse platform with their CPR mannequin as they only had one set of lifeband, which was used during the incident. The customer stated that the internal medicine team had cut off the lifeband in the emergency department (ed). The lifeband was discarded because it was cut off and contaminated with bodily fluids.